Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam that became degraded and caused the patient to develop lung nodules. Based on the available information, the manufacture concludes no further action is necessary. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, follow-up report will be filed.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. (In the previous MDR both adverse events and product problem was checked.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was corrected from serious injury to malfunction. Section h6 health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.